Manufacturer narrative:
Results, conclusion: assurant cobalt not indicated for use in the brachiocephalic artery. Lesion not pre-dilated. No device received for evaluation. (B)(4).

Event description:
The physician was attempting to use an assurant cobalt peripheral bare metal stent (asc730s) to treat a lesion in the brachiocephalic artery. The lesion was described as being "a soft plaque" and to be non-tortuous with no calcification present. It was reported that the lesion was not pre-dilated as it was too close to the mammary artery. The stent was advanced past the lesion. Resistance was noted advancing the device to / across the target lesion and the device passed through a previously deployed stent / cell of a stent. The physician decided the stent was incorrectly sized in terms of length so proceeded to swap the stent out for a longer one. An attempt was made to pull the undeployed stent back into the guide catheter / sheath. Once the balloon catheter had been pulled back with the stent on away from the lesion, the stent came off the balloon inside the arm of the patient. Physician had to snare the st ent itself to get it out as it was completely off the balloon undeployed. The stent had been inspected prior to use with no issues noted. No other patient complications or clinical sequelae were reported for this event.